Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The missing clamp rubber and broken pole clamp knob were identified during visual inspection. The cause of the condition was missing pole clamp rubber and a damaged pole clamp knob. To correct the condition, the pole clamp rubber and pole clamp knob were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pole clamp. No additional information is available.